Manufacturer narrative:
Exact device rpn is unknown. Device was reported as a "28 mm zenith stent graft". Concomitant products: cook: coda balloon; non-cook: 10-mm polyester dacron limb. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported in a literature article that a type ia endoleak occurred on a 28-mm zenith stent graft during an endovascular abdominal aortic aneurysm repair. The endoleak was able to be resolved within the same procedure using a modified banding technique not included in the "troubleshooting techniques" portion of the supplied device labeling. An (B)(6)-year-old male patient underwent an aneurysm repair for an infrarenal abdominal aortic (conical) aneurysm just below the lowest right renal artery using a zenith endograft. A coda 32mm balloon catheter was used concomitantly in the most proximal covered stent, in the overlap zones between the main body, and the iliac limbs for low pressure ballooning. The final angiography showed extravasation around the right infrarenal neck of the aorta along with a type 1a endoleak which persisted despite attempting to re-balloon proximally in the neck. Re-ballooning with gradual slow inflation was performed a third time, which resulted in "a sudden abrupt increase in the diameter of the endograft during balloon inflation". The balloon was immediately advanced and inflated above the renal arteries, resulting in hemodynamic stability. However, during the surgery, "a longitudinal aortic tear of 0.8 cm was found below the right renal artery" which was repaired with a 10-mm polyester dacron limb. This is when a conversion to open repair was completed. The endoleak was attributed to "the conical shape and slight angulation of the infrarenal neck, leading to imperfect apposition of the endograft". "Effective external banding of the infrarenal neck with 2 polyester limbs tied in the same fashion, close to one another, and parallel just below the renal arteries" was performed to treat the type 1a endoleak with "excellent" results after the initial approach of using balloon dilation to push the graft against the vessel wall was unsuccessful. The patient was discharged six days after the procedure "in good general condition" and was reported to be "in excellent condition" three months following the procedure. No adverse effects to the patient were reported as a result of the type ia endoleak. Imaging has been requested but is unavailable at this time. Moulakakis, k. G., kakisis, j. D., & geroulakos, g. (2019). Aortic banding to treat simultaneously a type ia endoleak and aortic neck rupture during endovascular abdominal aortic aneurysm repair. Annals of vascular surgery, 61, 455¿458. Doi: 10.1016/j.avsg.2019.04.025 . This event is associated with MDR number :1820334-2020-00099

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon completion of the investigation, it was discovered that the complaint device is likely a zenith alpha abdominal endovascular graft (zimb-) which is not marketed in the us. Additionally, cook inc is not the label manufacturer for this device therefore reporting responsibility will be transferred to william cook europe.